Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. The customer blood glucose level was 2.9 mmol/l at the time of incident. The customer was treated with food for low blood glucose and blood glucose level went to 5.6 mmol/l. Customer did allege insulin pump was not over delivering. The device will be not returned for analysis.